Event description:
It was reported that: a few hours post procedure, the patient was complaining of right groin and lower abdominal pain. A CT scan was ordered and obtained. Results made the team bring the patient back to the or suite for a right femoral artery intervention in which a covered stent was placed over the area of the manta closure insertion area. Additional information: on the (B)(6) 2023, during a tavr procedure micro puncture and ultrasound were utilized to gain single central access in the right common femoral artery. Vessel size was 7-8mm with minimal posterior calcification and no reported tortuosity. Measured depth for the manta was 5+1 and there were no issues advancing or withdrawing procedural sheaths. Blood pressure was 95/53mmhg and act was 149 prior to closure. (B)(4) units and 100mg of protamine were administered intravenously prior to closure. The manta was deployed at the predetermined depth measurement and time to hemostasis was 5 minutes. There was no significant blood loss or a need for a blood transfusion. The initial procedure appeared successful. In the post operative care area, the patient complained of groin and lower abdominal pain. A CT scan was obtained. The patient was brought back to the or suite and a covered stent was placed in the common femoral artery extending into the external iliac artery. The physician stated the covered stent was needed because there was not a good enough seal between the collagen and the anchor, causing a pseudo aneurysm. It was reported that the patient outcome was "successful" post procedure.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, centrally positioned access was gained utilizing micro puncture and ultrasound guidance. Arteriotomy was 7-8mm, with mild posterior calcification, and posterior wall calcification, with a depth measurement of 5cm + 1cm. No issues were encountered advancing or withdrawing the 14f expandable procedural sheaths. Following the tavr, an 18f manta was deployed to the measured depth for closure, in the right common femoral artery (rcfa). Following deployment, hemostasis was achieved within five minutes, and the patient was transferred to the post-operative care area. A few hours later, the patient was experiencing right groin and abdomen pain. A CT scan was obtained which confirmed a pseudo-aneurysm. The patient was transferred back to the or suite, balloon inflation was applied to tamponade, and the physician placed a covered stent in the common femoral artery extending into the external iliac, resolving the pseudo-aneurysm and achieving hemostasis. The physician mentioned the covered stent was needed because there was not a good enough seal between the collagen and the anchor, causing a pseudo-aneurysm. A determination for the root cause of the pseudo-aneurysm requiring endovascular intervention remains inconclusive due to the insufficient amount of information regarding the pseudo-aneurysm, initial and deployment procedures, patient environment and conditions, and no angiograms or device were returned for investigative purposes. A pseudo-aneurysm can go undetected and not cause any complications and can occur because of surgery or trauma. The formation of a pseudoaneurysm does not signify a device failure. The manta instructions for use precautions if bleeding from the femoral access site persists after using the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding and pressure in groin/access site region.

Manufacturer narrative:
Qn#: (B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted.

Event description:
It was reported that: a few hours post procedure, the patient was complaining of right groin and lower abdominal pain. A CT scan was ordered and obtained. Results made the team bring the patient back to the or suite for a right femoral artery intervention in which a covered stent was placed over the area of the manta closure insertion area. Additional information: on (B)(6) 2023, during a tavr procedure micro puncture and ultrasound were utilized to gain single central access in the right common femoral artery. Vessel size was 7-8mm with minimal posterior calcification and no reported tortuosity. Measured depth for the manta was 5+1 and there were no issues advancing or withdrawing procedural sheaths. Blood pressure was 95/53mmhg and act was 149 prior to closure. 14,000units and 100mg of protamine were administered intravenously prior to closure. The manta was deployed at the predetermined depth measurement and time to hemostasis was 5 minutes. There was no significant blood loss or a need for a blood transfusion. The initial procedure appeared successful. In the post operative care area, the patient complained of groin and lower abdominal pain. A CT scan was obtained. The patient was brought back to the or suite and a covered stent was placed in the common femoral artery extending into the external iliac artery. The physician stated the covered stent was needed because there was not a good enough seal between the collagen and the anchor, causing a pseudo aneurysm. It was reported that the patient outcome was "successful" post procedure.